Event description:
Information received on (B)(6)2007 indicates that the first screw prolene got stuck in the lumen of the shaft and won't pull out of the shaft. Doctor had to use a pair of hemostats to pull the screw out from the lumen shaft. Second screw worked out fine with no problem. Information suggests no consequences to patient. No further information has been provided.

Manufacturer narrative:
Information suggests no consequences to patient.